Manufacturer narrative:
The device evaluation is ongoing and the device was found to be out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a burnt and melted distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the distal end cover was burnt could not be determined. User can detect the suggested event by handling the device in accordance with instructions for use (IFU) below. "Inspection of the endoscope". User may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. "Using endotherapy accessories". Olympus will continue to monitor field performance for this device.